Event description:
It was reported that this left ventricular lead was surgically abandoned due to high capture thresholds. A non-bsc was implanted, and additional adverse patient effects were reported.